Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery (lad). A 3.5x18mm xience skypoint was implanted without issue and standard post dilatation was performed with the 3.75x15mm nc trek balloon dilatation catheter (bdc). However, the balloon did not fold properly it was noted to be winged once fully deflated. During removal resistance was noted with the guide catheter and everything was removed as a single unit. The device was completely deflated before attempting to remove. No other device was needed to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.